Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was cracked down from the tubing guides. Event history log (ehl) showed: flange sensor error. The reported problem was duplicated at start-up. Opto-coupler was replaced and that cleared up the problem. The root cause of the issue was deemed due to normal wear, part was over 10 years old. Action(s) taken to mitigate the reported issue(s): replaced opto-coupler, also replaced ear clip as a preventative measure.

Event description:
It was reported that the syringe ear sensor was malfunctioning. No patient injury was reported.